Event description:
Information received indicates the weld on the right siderail pivot assembly is broken.

Manufacturer narrative:
The technician replaced the siderail to repair the bed. The returned part confirmed there was a broken weld on the siderail.